Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is reported to have lost access to sound with the device.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. Other damages found during investigation are most likely related due to explantation surgery. This is a final report.

Event description:
The user is reported to have lost access to sound with the device. User has been explanted.